Event description:
Report received indicated that the cypher select body/shaft "broke" during use on patient. A percutaneous transluminal coronary angiography was being performed to unknown lesion. The physician used another stent delivery system (sds) for the procedure. There was no report of any loss of product (wholly or partly) in the patient. There were no adverse effects to the patient.

Manufacturer narrative:
This product will be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.